Manufacturer narrative:
The customer¿s meter and strips were returned for investigation and tested with qc material. Testing results: qc 1: 2.5 inr, qc 2: 2.5 inr, qc 3: 2.5 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 4.2%. No information was provided that would point to a cause for the result discrepancy.

Manufacturer narrative:
The occupation is lay user/patient.

Event description:
The customer complained of questionable inr results from coaguchek xs meter serial number (B)(4) compared to the laboratory result. At 10:00 am the result from the meter was 4.5 inr. At 10:15 am the result from the laboratory was 3.1 inr. There was no allegation of an adverse event. There was no medical treatment based on the meter or laboratory results. The customer believed the laboratory results were correct. The customer's condition was stated as "feeling okay". The customer was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The customer has had no changes in coumadin, no changes in diet, no illness, no new medications, no bleeding, and no bruising. The customer's therapeutic range was 2.5 - 3.5 inr. The suspect device was requested to be returned for investigation relevant retention test strips (lot 345213) were tested in comparison with the master lot coaguchek xs pt. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.